Manufacturer narrative:
The person alleging serious adverse events on the medwatch form did not provide contact information and therefore no additional information could be collected to conduct a thorough investigation. Neuronetics was unable to confirm that the person was treated with a neurostar device but is submitting this MDR out of an abundance of caution. As a further note, this adverse event is submitted to the agency late as a corrective action since it was determined to be reportable after an audit of the company's complaint database.

Event description:
Neuronetics received information from medwatch mw5090679 that a patient experienced hearing loss, tinnitus and cognitive impairment after being treated with tms.